Event description:
As reported by the patient¿s attorney, an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-15232) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013- 15231) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. Additional information was attained stating that the patient had urinary retention and a foley catheter was inserted. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.